Manufacturer narrative:
(B)(4). The lead was not returned for testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting pacing impedance measurements greater than 2500 ohms on the right ventricular (rv) channel through the device and the pacing system analyzer (psa). Additionally, high threshold measurements were noted. A revision procedure was performed and this rv lead was removed from service and replaced. No adverse patient effects were reported.